Manufacturer narrative:
The customer's complaint of a leak at the filter was confirmed per picture received by the customer. The picture observed the nitro tubing not fully inserted to the micron filter outlet port. The root cause of this failure was not identified as no product was returned for investigation.

Event description:
The customer reported that during the infusion the patient noticed their sleeve was getting wet, and the nurse found that the cetuximab was leaking at the filter. There is no report of patient harm or medical intervention.

Manufacturer narrative:
(B)(4)